Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
The patient was initially implanted with and afx bifurcated stent graft. Approximately eight (8) years post initial implant, a type 3 endoleak was reported. Reportedly the physician would not provide additional event or patient information. Exact date leak was detected is unknown. It is unknown if it was detected during a routine visit. It is unknown if treatment has been performed. Current patient condition is also unknown.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. However, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: result code: remove code 3233. Conclusion code: remove code 11. Device code: remove code 1504, 2978, 1068.